Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility certification for sterile lot number mg0605h012 confirms there is no deviation found in the sterilization process. The device history in this sterile lot have successfully met stryker (B)(4) acceptance criteria. There have been no other events for this lot. Additional devices listed in this report: catalog: 509-02-60f tritanium revision acetabular lot: 127mjd, catalog: 6260-9-136 v40 cocr lfit head 36 mm/0 lot: 6a0mjd, catalog: 6021-0335 accolade plus tmzf hip stem #3 lot: 16893401, catalog: 5260-5-026 osteolock bone screw 26 mm lot: 5256402, catalog: 5260-5-030 osteolock bone screw 30 mm lot: 22248303. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report. Implanted.

Event description:
"Between january 27, 2009 and june 27, 2011 management of the persistent infection was noted to subsequent removal of all components and placement of the antibiotic spacer." Event update per medical review: "removal of left total hip arthroplasty including the femoral stem and the acetabular component and placement of antibiotic spacer."

Manufacturer narrative:
An event regarding alleged "infection" involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: a review of the provided medical records by the consulting clinician indicated "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the reported event for infection was confirmed. However, the root cause could not be determined on the basis of the review of the provided medical records by the consulting clinician indicating "in this patient with a history of drug and alcohol abuse and avascular necrosis of the left total hip, all of her clinical problems related to an infected total hip arthroplasty, which ultimately required two-stage revision. There is no evidence that factors of implant design, manufacturing, or materials were responsible for this clinical situation." A trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The internal investigation of sterilization process and records confirmed the product met corresponding iso standards. If devices and/or additional information become available, this investigation will be reopened.

Event description:
"Between january 27, 2009 and june 27, 2011, management of the persistent infection was noted to subsequent removal of all components and placement of the antibiotic spacer." Event update per medical review: "removal of left total hip arthroplasty including the femoral stem and the acetabular component and placement of antibiotic spacer."